Event description:
Vacuum applied by dr. For fetal decelerations, station at +2, pressure applied; barely pulled and wire snapped off of handle. No injury to baby or patient noted. Re-applied a second vacuum. No complications. Delivery of baby with one pull of kiwi.

Event description:
Vacuum applied by dr. For fetal decelerations, station at +2, pressure applied; barely pulled and wire snapped off of handle. No injury to baby or patient noted. Re-applied a second vacuum. No complications. Delivery of baby with one pull of kiwi.